Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a routine device implant. During procedure, the right ventricular lead exhibited sensing anomaly. The lead was not used and replaced. Shortly after, the patient experienced ventricular tachycardia from perforation. Pericardiocentesis was performed successfully. It is unknown which lead had caused the perforation. The patient was in stable condition post operation and would continue to be monitored.